Event description:
Due to the omnipod issues I had a bump on my arm that caused me to seek treatment from my endocrinologist and primary care doctor. They were unsure why the bump was made by the omnipod but it caused and infection causing me to have to get antibiotics.